Event description:
Additional information was received. The customer stated that the leak occurred right at the pall filter vent ports exactly at the distal end on the filter. There was no harm to the patient as it was caught during scheduled line check. There was were no interventions aside from set replacement. The chemo spill was cleaned up per facility protocol and it was unknown how long into the infusion when the leak occurred. It was further reported that there was no flow back and the drug was restarted and not replaced. There were no hole, cut, tears or any defect noted; it was same leaking as their previous events on the proximal filters.

Manufacturer narrative:
Additional information can be found in fields b5 and d10.

Manufacturer narrative:
No product samples or videos were returned for evaluation. An image was returned by the customer which shows a filter body where some evidence of possible leakage is evident from the inlet filter. The detail of the image is not sufficient to identify any anomalies. The lot history was reviewed and no nonconformities were found which would have contributed to the reported complaint. The complaint can be confirmed, however not enough detail is provided to determine a probable cause, therefore the probable cause is unknown.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event occurred in the clinical setting at pediatric oncology, and involved a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch that was reported to leak at the 0.2-micron filter during an infusion of etoposide. There was patient involvement and although there was a minimal delay in therapy reported, there was no adverse event or patient harm. A medsun mandatory medwatch report (uf/importer reporter # (B)(4) was received which stated the following: "etoposide infusion started at 2200. Rn called assistant unit manager (aum) to bedside @2222 and informed that infusion line was wet. Aum noted that there was leaking at the 0.2-micron filter. Infusion stopped and IV line replaced. Infusion started back up at 2237. IV line flushed and sequestered for biomedical evaluation and reporting. Line involved was primary IV set with 0.2-micron filter set distally to the pumping cassette. Manufacturer response for primary IV set w/ 0.2 micron filter, primary plum set (per site reporter). The original intended procedure was chemotherapy infusion. Device failed: broke could not get to work or stopped working. Device malfunction; the device did not do what is supposed to do." It was also reported that the approximate age of the device was one day and the event occurred in the hospital in the patient's room.